Event description:
I had a ventral hernia repaired without complication last week. Within four days the area under the border of the occlusive bandage began to itch terribly. I removed the bandage but the itching continued. I began the use of over the counter hydrocortisone cream and oral benadryl, which seemed to help reduce the itching slightly. The area became more inflamed, blistered, and painful. When I saw my surgeon to f/u, he feels this is contact dermatitis and the only possibilities were the bandages, steri strips, or the mastisol which was used as adhesive. Given that the skin inflammation and irritation is worse under the areas where the mastisol was applied and in the exact pattern of the application, it is fairly clear that the mastisol adhesive caused the reaction. I have been prescribed desoximetasone 0.25% cream and hope that this resolves the problem.